Event description:
The customer reported that the insulin pump stopped functioning. While the customer attempted to give a bolus the device had a blank display. The customer also had a battery out of limit alarm. Then the caller installed a new battery and it seemed to be working, but the time was incorrect. Assisted the customer to correct the time and date. The blood glucose reading was 159 mg/dl. Advised the caller to call us back if he had any further issues. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.